Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer to try calibration, and if that does not correct the issue the fse recommended the replacement of the touch screen. The customer requested help calibrating the screen. The fse provided remote assistance. After calibration the customer and fse verified through use of touch screen diagnostics that the touch is accurate across the display.

Event description:
The customer reported that the touch screen was having issues responding properly. There was no patient involvement.